Manufacturer narrative:
Additional information: section b5 - event description. Section d6b. - explantation date. Section f6 - uf/importer event awareness date. Section f7 - type of report, follow-up#. Section f8 - date of report. Section f10 - health effect - impact code. Section f13 - report sent to manufacturer, date.

Event description:
An explant was completed as the infection at the lead implant site was not resolved after antibiotics were administered.

Manufacturer narrative:
Additional product details below: product description: evoke cap12 percutaneous lead kit - 60cm, model # : 102878, catalog#: 3008, serial/lot #: (B)(6), manufacture date: 20may2024, expiration date: 20may2026. Product description: active anchor kit, model # : 104462, catalog#: 3043, serial/lot #: (B)(6), manufacture date: 4feb2025, expiration date: 4feb2027.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the lead implant site. Antibiotics were administered to the patient.